Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint was opened to address a patient reaction of peritonitis. Based on the information obtained during baxter's investigation, this incident was determined to be related to use error - poor aseptic technique. User failure in aseptic technique is a known cause for peritonitis and product labeling includes warnings and instructions regarding the proper use of aseptic technique to avoid peritonitis. No product defects were reported as potential causes for the peritonitis and no samples were available for evaluation. A batch review was performed for suspect lot numbers (gd874834), with no defects noted. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from (B)(6) of patient made a mistake or touch contamination and peritonitis with (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. In 2010, the patient made a mistake or touch contamination occurred. On (B)(6) 2010, the patient developed and was hospitalized for peritonitis. It was unreported whether treatment was provided. Pd therapy was ongoing. On (B)(6) 2010, the patient was discharged from the hospital and was recovering from the peritonitis. It was unknown if the patient recovered from the mistake/touch contamination.